Event description:
Customer called to report that they are experiencing high blood glucose levels and needs help rewinding and priming the insulin pump. Customer's blood glucose reading was 533 and 561 mg/dl. Customer declined high blood glucose troubleshooting. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.